Event description:
A patient using an electrode had a reaction to the eletrode materials. The electrode was in place for approximately 8 hours and the patient did not receive electrical shocks. Two or three layers of skin were noticed upon removal of the electrode. Tegaderm artificial skin was applied to patient. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.